Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that.it concerns a leak was observed from a small volume folfusor at the level of the winged luer; the o-ring component doesn't stay in the luer during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured october 29, 2015 ¿ october 30, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. The picture does not show evidence of any leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.